Event description:
It was reported that the customer experienced a malfunction alarm on their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, which successfully resolved the malfunction, and insulin delivery was resumed.